Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap and had been stepped on. The insulin pump was reported to have no power. The most recent blood glucose reading was 156 mg/dl. The customer stated that the insulin pump came off, was on the floor, and so she had accidentally stepped on it. No visible damage to the device was observed other than the protruding drive support cap. Advised replacement of the insulin pump. Nothing further reported.